Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin is coming out of the insulin pump before the priming process is competed. Customer's blood glucose level was unknown. Unable to troubleshoot.